Event description:
Allegedly knee felt loose. Surgeon poly exchange was the solution.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.(B)(4).